Event description:
It was further reported that the burn was at the proximal portion of the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage/discoloration. Heartmate 3 modular cable (lot number: 8842110) was returned in used condition. Visual inspection of the returned cable revealed an area of cosmetic damage/discoloration to the outer jacket sleeve in-between approximately 19.0¿ to 20.5¿ from the controller connector. A normal amount of debris was noted within the inline connector threads. Despite debris being noted in the inline connector threads, the connection was made without issue. The remainder of the modular cable, as well as the controller/inline connector pins, were unremarkable. The modular cable passed electrical testing without issue. The area of cosmetic damage/discoloration is consistent with the report that the patient burnt their driveline while cooking. The heartmate 3 lvas instructions for use, as well as the heartmate 3 lvas patient handbook, contain information on use, exchanging, and caring for the modular cable. Heartmate 3 left ventricular assist system instructions for use, rev. B, and heartmate 3 left ventricular assist system patient handbook, rev. D, contain information on use, exchanging, and caring for the modular cable. The device history records for heartmate 3 modular cable (lot number: 8842110) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted for unrelated issues. They burned their driveline while cooking (B)(6) 2024. Their powers were in the 2's before modular cable was exchanged. After the exchange, the powers came up to mid 3's. There were no alarms but frequent pulsatility index (pi) events that erased any alarms that might have occurred on the day of the event. The patient did not experience any symptoms. There was no evidence of any type of driveline electrical conductor issue in the log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.